Manufacturer narrative:
Establishment name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State, province or territory: ca . Post office or zip code: 91325-1219 . Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced issues with infusion set tubing was leaking at the quick release on (B)(6) 2026 led to hyperglycemia treated with correction bolus via pump.